Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the device was not returned. It was stated in the communications that the adverse event was not related to the device and possibly related to procedure and av access circuit. The result of the investigation is confirmed for the reported stenosis of the juxta anastomosis and right cephalic vein. The definitive root cause for the reported stenosis of the juxta anastomosis and right cephalic vein could not be determined based upon the available information. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 2. The wavelinq 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. 5. The wavelinq 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 6. The safety and performance of the device via arterial wrist access has not been fully established. The incidence of vessel stenosis or occlusion that occurs in the radial and ulnar arteries after arterial wrist access has not been evaluated. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 16. Ensure the patient¿s arm is restrained to minimize movement during device activation; potential hazards of patient arm movement during activation are hematoma or pseudoaneurysm near the fistula site. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. Potential adverse events: the known potential risks related to the wavelinq 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Wavelinq endoavf system procedure: vascular access 8. Identify the vascular access location during pre-procedure planning. The arterial and venous access location may include upper arm access (brachial artery/vein) or venous wrist access (ulnar vein or radial vein). 9. Prepare the vascular access location with sterile preparation per hospital protocol. 10. Administer anesthesia or conscious sedation per hospital protocol. 11. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 12. Use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 13. Under ultrasound guidance, gain percutaneous access to target vein with a puncture needle. Devices can be introduced from an upper arm access (brachial vein) for the parallel configuration or from venous wrist access (ulnar vein or radial vein) for the antiparallel configuration. 14. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 15. Insert a 5 fr sheath into the vein over the guidewire. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. 17. Under ultrasound guidance, gain access to the brachial artery with a puncture needle and introduce a guidewire. 18. Insert a 5 fr sheath into the artery over the guidewire. Using physician discretion, administer anticoagulant and vasodilator intravenously. 19. Insert a 0.014" guidewire into the artery and deliver to the target avf creation site. 20. Insert a 0.014" guidewire into the vein and deliver to the target avf creation site. 21. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound or contrast as guidance. 22. Remove tourniquet or blood pressure cuff (if applied). Avf creation: 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. 46. Remove the arterial sheath and venous sheath and achieve puncture site hemostasis using manual compression. The arterial access site should provide a bony backstop (the humerus bone) to aid in compression. The operator should hold manual compression using pressure from the hand/fingers directly over the puncture site and maintain pressure for at least 20 minutes. Hemostasis at access sites should be verified with ultrasound. H10: d4 (expiry date: 08/2023), g3, h6 (method). H11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through results of a clinical trial, approximately one month two days post endovascular arteriovenous fistula creation, the patient had an adverse event of stenosis at juxta anastomosis and right cephalic vein. It was further reported that re-intervention was performed and the procedure was successful. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2023).

Event description:
It was reported through results of a clinical trial, approximately one month two days post device implantation of endovascular arteriovenous fistula, the patient had an adverse event of stenosis at juxta anastomosis and right cephalic vein. It was further reported that re-intervention was performed and the procedure was successful. The current status of the patient is unknown.

Event description:
It was reported through results of a clinical trial that two weeks five days post endovascular arteriovenous fistula creation, fistula failure to mature within three months of index procedure noted. It was further reported that one month and two days after index procedure, a secondary stage procedure was performed to support maturation of arterialized vein segments and the fistula got matured at a six-month follow-up visit. It was also reported that one year four months and thirteen days post index procedure, the subject had an adverse event cephalic vein thrombosis and the outcome of adverse event was moderate. Furthermore, the adverse event was not related to the device, not related to the procedure but definitely related to av access circuit. However, the treatment re-intervention was successful, and the patient recovered. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation.it was stated in the communications that the adverse event was not related to the device and possibly related to procedure and av access circuit. No device malfunction was alleged. The result of the investigation is confirmed for the reported fistula failure to mature and cephalic vein thrombosis post endovascular arteriovenous fistula creation. The definitive root cause for the reported fistula failure to mature and cephalic vein thrombosis could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 2. The wavelinq¿ 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 6. The safety and performance of the device via arterial wrist access has not been fully established. The incidence of vessel stenosis or occlusion that occurs in the radial and ulnar arteries after arterial wrist access has not been evaluated. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 16. Ensure the patient¿s arm is restrained to minimize movement during device activation; potential hazards of patient arm movement during activation are hematoma or pseudoaneurysm near the fistula site. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. Potential adverse events: the known potential risks related to the wavelinq¿ 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Wavelinq¿ endoavf system procedure: vascular access 8. Identify the vascular access location during pre-procedure planning. The arterial and venous access location may include upper arm access (brachial artery/vein) or venous wrist access (ulnar vein or radial vein). 9. Prepare the vascular access location with sterile preparation per hospital protocol. 10. Administer anesthesia or conscious sedation per hospital protocol. 11. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 12. Use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 13. Under ultrasound guidance, gain percutaneous access to target vein with a puncture needle. Devices can be introduced from an upper arm access (brachial vein) for the parallel configuration or from venous wrist access (ulnar vein or radial vein) for the antiparallel configuration. 14. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A micro introducer sheath may be used to first confirm intraluminal position of guidewire. 15. Insert a 5 fr sheath into the vein over the guidewire. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. 17. Under ultrasound guidance, gain access to the brachial artery with a puncture needle and introduce a guidewire. 18. Insert a 5 fr sheath into the artery over the guidewire. Using physician discretion, administer anticoagulant and vasodilator intravenously. 19. Insert a 0.014" guidewire into the artery and deliver to the target avf creation site. 20. Insert a 0.014" guidewire into the vein and deliver to the target avf creation site. 21. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound or contrast as guidance. 22. Remove tourniquet or blood pressure cuff (if applied). Avf creation: 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. 46. Remove the arterial sheath and venous sheath and achieve puncture site hemostasis using manual compression. The arterial access site should provide a bony backstop (the humerus bone) to aid in compression. The operator should hold manual compression using pressure from the hand/fingers directly over the puncture site and maintain pressure for at least 20 minutes. Hemostasis at access sites should be verified with ultrasound. H10: d4 (expiry date: 08/2023), g3 h11: b5, h6 (patient) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H10: d4 (expiry date: 08/2023), g3. H11: h6 (patient, device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through results of a clinical trial, approximately one month two days post endovascular arteriovenous fistula creation, the patient had an adverse event of stenosis at juxta anastomosis and right cephalic vein. It was further reported that re-intervention was performed and the procedure was successful. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as a serious injury. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. It was stated in the communications that the adverse event was not related to the device and possibly related to procedure and av access circuit. No device malfunction was alleged. The result of the investigation is confirmed for the reported fistula failure to mature and stenosis post endovascular arteriovenous fistula creation. The definitive root cause for the reported fistula failure to mature and stenosis could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 2. The wavelinq¿ 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 6. The safety and performance of the device via arterial wrist access has not been fully established. The incidence of vessel stenosis or occlusion that occurs in the radial and ulnar arteries after arterial wrist access has not been evaluated. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 16. Ensure the patient¿s arm is restrained to minimize movement during device activation; potential hazards of patient arm movement during activation are hematoma or pseudoaneurysm near the fistula site. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. Potential adverse events: the known potential risks related to the wavelinq¿ 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Wavelinq¿ endoavf system procedure: vascular access 8. Identify the vascular access location during pre-procedure planning. The arterial and venous access location may include upper arm access (brachial artery/vein) or venous wrist access (ulnar vein or radial vein). 9. Prepare the vascular access location with sterile preparation per hospital protocol. 10. Administer anesthesia or conscious sedation per hospital protocol. 11. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 12. Use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 13. Under ultrasound guidance, gain percutaneous access to target vein with a puncture needle. Devices can be introduced from an upper arm access (brachial vein) for the parallel configuration or from venous wrist access (ulnar vein or radial vein) for the antiparallel configuration. 14. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 15. Insert a 5 fr sheath into the vein over the guidewire. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. 17. Under ultrasound guidance, gain access to the brachial artery with a puncture needle and introduce a guidewire. 18. Insert a 5 fr sheath into the artery over the guidewire. Using physician discretion, administer anticoagulant and vasodilator intravenously. 19. Insert a 0.014" guidewire into the artery and deliver to the target avf creation site. 20. Insert a 0.014" guidewire into the vein and deliver to the target avf creation site. 21. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound or contrast as guidance. 22. Remove tourniquet or blood pressure cuff (if applied). Avf creation: 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. 46. Remove the arterial sheath and venous sheath and achieve puncture site hemostasis using manual compression. The arterial access site should provide a bony backstop (the humerus bone) to aid in compression. The operator should hold manual compression using pressure from the hand/fingers directly over the puncture site and maintain pressure for at least 20 minutes. Hemostasis at access sites should be verified with ultrasound. H10: d4 (expiry date: 08/2023). H11: h6 (patient, device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through results of a clinical trial that two weeks five days post endovascular arteriovenous fistula creation, fistula failure to mature within three months of index procedure noted. It was further reported that one month two days after index procedure, the subject had an adverse event of radial artery stenosis. Re-intervention and as well as a secondary stage procedure planned at time of index were performed to address. The treatment re-intervention was successful, fistula got matured at a six-month follow-up visit and the patient recovered. However, the current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that two weeks and five days post an endovascular arteriovenous fistula creation, the study endovascular arteriovenous fistula was failed to mature within three months of the index procedure. It was further reported that one month and two days after index procedure completion, an additional secondary stage procedure was performed to support maturation of the arterialized vein segments via the secondary coil embolization and the fistula was found to be matured at a six-month follow-up visit. It was also reported that one year, four months, and thirteen days after index procedure completion, the subject developed an adverse event of cephalic vein thrombosis which required an additional arteriovenous access circuit reintervention due to access circuit thrombosis. One year, four months, and nineteen days after index procedure completion, standard percutaneous transluminal balloon angioplasty, thrombectomy, and stent graft placement were performed to treat the access circuit thrombosis. The post procedure intervention was successful, and the outcome of the adverse event was resolved. Furthermore, one year, eleven months, and fourteen days after index procedure completion, the subject developed an adverse event of cephalic vein thrombosis which required an additional arteriovenous access circuit reintervention due to access circuit thrombosis. Moreover, one year, eleven months, and fifteen days after index procedure completion, standard percutaneous transluminal balloon angioplasty, cutting/scoring balloon, thrombectomy, thrombolysis and central venous catheter procedure were performed to treat the access circuit thrombosis. The post procedure intervention was not successful, due to the endovascular arteriovenous fistula was unable to be saved. Additionally, the fistula was found to be abandoned though the fistula had no color flow by duplex ultrasound and was not salvageable. Reportedly, there have been no documented device deficiencies reported for this subject to date. Apparently, the outcome of the adverse event was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. It was stated in the communications that the adverse event was not related to the device and possibly related to procedure and av access circuit. Therefore, the result of the investigation is confirmed for the reported fistula failure to mature and cephalic vein thrombosis post endovascular arteriovenous fistula creation. The definitive root cause for the reported fistula failure to mature and cephalic vein thrombosis could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 2. The wavelinq¿ 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 6. The safety and performance of the device via arterial wrist access has not been fully established. The incidence of vessel stenosis or occlusion that occurs in the radial and ulnar arteries after arterial wrist access has not been evaluated. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 16. Ensure the patient¿s arm is restrained to minimize movement during device activation; potential hazards of patient arm movement during activation are hematoma or pseudoaneurysm near the fistula site. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. Potential adverse events: the known potential risks related to the wavelinq¿ 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Wavelinq¿ endoavf system procedure: vascular access: 8. Identify the vascular access location during pre-procedure planning. The arterial and venous access location may include upper arm access (brachial artery/vein) or venous wrist access (ulnar vein or radial vein). 9. Prepare the vascular access location with sterile preparation per hospital protocol. 10. Administer anesthesia or conscious sedation per hospital protocol. 11. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 12. Use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 13. Under ultrasound guidance, gain percutaneous access to target vein with a puncture needle. Devices can be introduced from an upper arm access (brachial vein) for the parallel configuration or from venous wrist access (ulnar vein or radial vein) for the antiparallel configuration. 14. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 15. Insert a 5 fr sheath into the vein over the guidewire. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. 17. Under ultrasound guidance, gain access to the brachial artery with a puncture needle and introduce a guidewire. 18. Insert a 5 fr sheath into the artery over the guidewire. Using physician discretion, administer anticoagulant and vasodilator intravenously. 19. Insert a 0.014" guidewire into the artery and deliver to the target avf creation site. 20. Insert a 0.014" guidewire into the vein and deliver to the target avf creation site. 21. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound or contrast as guidance. 22. Remove tourniquet or blood pressure cuff (if applied). Avf creation: 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. 46. Remove the arterial sheath and venous sheath and achieve puncture site hemostasis using manual compression. The arterial access site should provide a bony backstop (the humerus bone) to aid in compression. The operator should hold manual compression using pressure from the hand/fingers directly over the puncture site and maintain pressure for at least 20 minutes. Hemostasis at access sites should be verified with ultrasound. H10: d4 (expiration date: 08/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.